Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported difficulty with the charger communicating with the ipg. A replacement charging system was sent to troubleshoot the issue no avail. Subsequently, the patient reported pain at the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the original ipg was explanted and replaced with a different model which resolved the issue.